Manufacturer narrative:
(B)(4).

Event description:
It was reported that device entered backup vvi reset mode during device testing at in-clinic visit. Subsequently, the device could not be interrogated. Patient was asymptomatic. Sudden battery depletion was noted. The device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory was due to a power-on reset (por). The device was tested on the bench and high current drain was traced to an anomalous component on the hybrid. The high current drain caused the voltage supply to dip triggering the por. The cause of the high current drain was due to an anomalous component on the hybrid.